Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. The leak was identified five hours after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h4, h6. H4: the device was manufactured from november 15-18, 2019. H10: the device evaluation was completed. The sample was received with fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be the untightened blue winged cap. A functional leak test was subsequently performed by filling the unit with green colored water to the nominal volume. After fill and prime, the blue winged cap was hand tightened by manually by twisting the cap until the cap could no longer be twisted. Then the unit was monitored until the next day. The next day, no signs of a leak were observed. Based on the analysis finding, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.